Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states that feels well and requires no medical attention. The customer's expected blood result is 135-145mg/dl fasting. Verified the strips expire 2/28/2018. Customer confirms the strips have been properly stored and were first opened (B)(6) 2016. Customer performed a back to back blood test and obtained 274mg/dl and 274mg/dl not fasting. Customer is concerned with the back to back blood test, 274 mg/dl and 274 mg/dl. Customer stated the meter is reading high results for her. Customer stated was prescribed with prednisone, a medication the doctor explained elevates the blood glucose levels.